Event description:
Healthcare professional reported " deflation, valve strap leak" this record is for the right. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation, valve strap leak".

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported " deflation, valve strap leak" this record is for the right. The device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ valve leak and/or damage: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer additional, correction and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported " deflation, valve strap leak" this record is for the right. The device was explanted and replaced.